Manufacturer narrative:
Pc (B)(4). Batch # unk health effect - clinical code ¿ gastrointestinal system (e10) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information: the surgeon felt the resistance of the tissue when the firing handle was grasped. When the sales rep checked the device, it was found the washer was scratched by the knife, but it was not broken. The procedure was open. The staples were unformed. The knife was cut. Another device was used and the same matter occurred again. Dr thought that the anvil was attached properly. Stoma was created and the patient is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the staples were not formed at the firing. There is a possibility the anvil was not placed in the patient properly. Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 02/17/2021. Per photographic evaluation: upon visual inspection of nine photos, the following was observed: the first photo shows a device from top view with the safety disengaged and the device shows a washer attached. The second photo shows a label of product code cdh29a, lot # t4147z and exp. Date: 2024/11/30. The third photo shows a device from handle area with batch # t5ez3p, serial number: (B)(6). The fourth photo shows an anvil with a washer attached and the washer can be seen indented and with nicked knife. The fifth and sixth photos show a device from the guide face and no staples were noted and no anomalies could be observed on the drivers. The seventh photo shows a device from knife area and nicked were noted on it. The eight and nine photos show a device from top view and the anvil can be seen in closed position and the indicator can be seen downer position. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.